Event description:
It was reported that during a meniscal repair surgery on the left knee, an ultra fast-fix was positioned and t1 implant was passed in the posterior horn performing the entire surgical technique; however when the t2 was passed; at the moment of removing the needle from the meniscus; it broke inside the meniscus itself; after performing different maneuvers the physician was able to remove the needle completely and it was evident that the t2 implant never went down the needle. Surgery was completed after a delay greater than 30 minutes by remodeling the meniscus. Patient´s health was not affected. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and suture were not returned. The t2 is in the needle channel. The needle channel has been broken off the device with markings from a sharp instrument at its break point. The variable depth straw was not returned. The green depth straw is deformed at the distal edge. Bio debris is present. A functional evaluation could not be performed due to the damaged condition of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.